Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out on the next day of the placement. It was observed that there was no water left in the balloon and no damage to the balloon. It was also reported that the balloon inflated asymmetrically.

Event description:
It was reported that the foley catheter fell out on the next day of the placement. It was observed that there was no water left in the balloon and no damage to the balloon. It was also reported that the balloon inflated asymmetrically.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attached deflated with no cuffing or issues noted. Also noted asymmetrical balloon. The balloon concentricity was observed to be 100:0. This is out of specification which states, balloon symmetry shall not exceed a ratio of 70:30 when measured from the side of the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.